Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove any residual air from there cartridge. Tandem technical support educated the customer to always remove any air from there cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.